Manufacturer narrative:
Investigation, including root cause analysis is in progress.

Event description:
The customer reported that the doctor had noticed a pigment change on one of his patients. The doctor believed that one of the two units at the facility may have caused light toxicity. The event occurred about one and one-half months ago, and the facility biomed is just now looking into having the units checked.